Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the pulse generator exhibited a capture anomaly. The device was not used and a new device was implanted. No patient symptoms were reported.

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited a capture anomaly. The device was explanted and replaced.